Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. (B) (6). Subject device is an instrument not an implant. No investigation could be performed, no conclusion could be drawn as no device has been returned. Synthes is unable to determine the manufacture date without a lot number.

Event description:
During a procedure to implant a tfn short nail, surgeon reamed with an 8.5mm head, attempted to insert the nail which lodged in the canal. He removed the nail and reamed again using the 12.0mm reamer head without a ball tip guide wire. The 12.0mm reamer head disengaged from the flexible shaft. Surgeon decided to leave the reamer head in the canal, implanted the nail and completed the procedure. Surgeon determined it would be detrimental to the patient ((B) (6)) to attempt removal of the reamer head.